Event description:
It was reported that the patient's right knee was revised. As reported: "revising him because he's now mature, and we see what seems to be some loosening of the cemented stem at the implant/bone junction. The pt's growing-distal-femur was explanted along with the tibial rotating component. The all-poly tibia component was left in-situ. The cemented stem in the femur, and all-poly tibial component were both well-fixed." Rep confirmed there are no allegations against the revised rotating component.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.